Event description:
The customer reported that the cine function was not operating properly. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.